Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. The customer¿s blood glucose (bg) level was 335 (mg/dl). A bolus was delivered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.